Manufacturer narrative:
Date of the event: (B)(6) 2016 is an estimate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. Patient stated that their first two batteries lasted 4 years but the last one only lasted two years and it was a very painful experience and patient was in the emergency room (ER) for a couple of days. Patient stated that their voltage says 2.7v and wanted to know how much longer the ins had. Patient later clarified that the first two batteries lasted 4 years, and that their current battery has lasted two years so far, but it was not at elective replacement indicator (eri) yet. Patient did not have any complaints and stated they were mistaken with the math, patient was referring to when they had their most recent implant put in, and the very painful experience was due to going in to have it checked, and on a friday night the battery died and it caught the patient completely off-guard. Patient did not realize how much their symptoms were, patient had to be on fentanyl for 3 days while they waited for the battery to be replaced. Patient clarified that this was shortly before the most recent implant was put in, further clarifying it occurred in (B)(6) 2016. Patient lost therapy shortly before the most recent implant was put in. Patient stated their current implant works great and that they could not live without it. It was reviewed for the patient that eri occurs at 2.60v and to consult with health care professional (hcp) about longevity estimates if needed. No further patient complications were reported/ anticipated as a result of this event

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.